Manufacturer narrative:
The lens remains implanted in the patient's eye: therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that asymmetric fibrosis was noted in the patient's eye approx one month post lens implant. The surgeon is considering a yag procedure. Additional info has been requested, but has not been received.